Event description:
Customer called to report a blood leak in the fluid logic module (flm) that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leak in the fluid logic module (flm). Customer stated that reinfusion of treated cells was complete. Customer stated she opened the flm to prepare for manual return of the residual fluid remaining the kit. Upon opening the door, customer noted blood dripping from the flm and customer noted blood on the door. Customer noted possible crack in flm plate. Customer did not return the remaining blood to the patient. Customer will return product for investigation.

Manufacturer narrative:
Batch record review of lot a763 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and two additional complaints for fluid logic module (flm) leak was reported to date for this lot. The assessment is based on information available at the time of the investigation. The product has not been received for evaluation. A root cause has not yet been determined as the investigation is still in progress. (B)(4). Refer to CAPA (B)(4) for late reporting.